Manufacturer narrative:
The device history record review confirms that the catheter met all material, assembly and performance specifications. The device was returned for analysis. Visual inspection of the catheter noted a kink 7cm from the proximal end of the shaft at the end of the strain relief. A 0.0184in mandrel was advanced and slight restriction was felt in the region of the kink, however the mandrel was still able to be advanced past the kink to the distal end. It is probable that the catheter kinked as a result of handling during preparation. The reportable event of tip break could not be confirmed, therefore manufacturer has reviewed all information and determined this event no longer meets the requirements of a reportable event for the device in question.

Event description:
It was reported the catheter had broken where it meets the hub. The procedure was completed with the use of another device. There were no consequences or impact to the patient.

Manufacturer narrative:
Additional information was requested from the user facility. From the responses received it was determined that the dispenser coil was flushed with 10cc of saline and no friction was felt removing the microcatheter from the dispenser coil.

Event description:
It was reported the catheter had broken where it meets the hub. The procedure was completed with the use of another device. There were no consequences or impact to the patient.